Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming unexpected restart and no delivery since (B)(6) 2015. The alarm history showed unexpected restart and external ram error alarms on (B)(6) and multiple no delivery alarms on (B)(6). Customer stated a temporary basal was not programmed before the unexpected restart and the insulin pump was not stored or not in use for an extended period of time. The alarm is recurring during normal use. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. The insulin pump passed the selftest. Blood glucose value was 275, 299 and 343 mg/dl during (B)(6). The insulin pump would be replaced and returned for analysis.